Event description:
Reporter noted loud humming noise inside machine. When they finished phaco, they noticed a small corneal burn; sutured wound to close. Surgeon didn't think any additional treatment would be needed.